Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic analysis and wire insertion test was performed on the device. A visual and tactile examination identified no issues along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A microscopic examination of the inner/wire lumen identified no damages. Examination of the crimped stent via scope found no evidence of stent damage. The stent was set between the proximal and distal markerbands. There was no sign of damage, stretching or lifting of the stent struts noted during analysis. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Using a recommended 0.014inch size guidewire, the guidewire was inserted through the tip and wire lumen with no resistance noted. No device issues were identified during returned product analysis which could potentially have contributed to the complaint event.

Event description:
It was reported that difficulty placing a stent occurred. A 16 x 3.50 mm promus premier select stent was selected for use. A floppy wire was advanced to left anterior descending coronary artery (lad). Then, a promus premier select stent was attempted to be delivered to the first diagonal. It was noticed that the stent was protruding towards the middle part of the lad. The body wire was passed by once more; however, it was observed that the stent protruded into the lad by approximately 2-3 mm. The procedure was aborted because the patient had only one kidney. There were no patient complications reported, and the patient was stable.

Event description:
It was reported that difficulty placing a stent occurred. A 16 x 3.50 mm promus premier select stent was selected for use. A floppy wire was advanced to left anterior descending coronary artery (lad). Then, a promus premier select stent was attempted to be delivered to the first diagonal. It was noticed that the stent was protruding towards the middle part of the lad. The body wire was passed by once more; however, it was observed that the stent protruded into the lad by approximately 2-3 mm. The procedure was aborted because the patient had only one kidney. There were no patient complications reported, and the patient was stable.